Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced a b30 error during a therapeutic ureteroscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was confirmed via information from technical assistance support (tac). Based on the results of the investigation, a root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer contacted olympus technical assistance support (tac) via email. Troubleshooting step was provided. Technical assistance support (tac) advised customer to shut down the unit when swapping the scopes. The customer did not follow the troubleshooting step. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.